Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code, lot number, event date/ procedure date, procedure name. What tissue was the suture used on? Were x-rays or any other radiological test performed to locate the broken needle piece? Size of the needle piece retained? What location is the needle piece retained? Was any additional tissue dissection or tissue damage due to searching for the needle piece? Were there any other adverse patient consequences? If yes, what medical/surgical intervention was provided? What in the physicians opinion are the factors contributing to the event? Has the needle piece been removed? When? If still retained, what is the surgeon's opinion of consequences to the patient? Are there any plans to remove the needle piece? Patient initials, gender, age, date of birth, weight. Patient¿s present condition.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During the procedure, the tip broke and remains in patient. Additional information was requested.